Manufacturer narrative:
Addition additional devices implanted and/or related to this event: pxt231418/7380026. Addition users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Concomitant medical products - patient medications: albuterol, symbicort, simvastatin, lisinopril, hygroton, zyloprim, luteen, synthroid, and multivitamin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, this patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a possible distal type I b endoleak was present which was causing aneurysm sac enlargement (amount is unknown). Reportedly there was a past attempt (date is unknown) to embolize a type ii endoleak, the field sales associate was not present and not aware of any intervention¿s until notified during the reintervention procedure on (B)(6) 2020. On (B)(6) 2020, the physician reintervened and coiled proximally up into the aneurysm sac of the left contralateral side of device and then implanted a gore® excluder® aaa contralateral leg endoprosthesis to extend the implanted graft. The patient tolerated the reintervention.